Manufacturer narrative:
Patient information was unavailable from the site. A site representative reported that, while in a spinal fusion procedure, they attempted their first hd 3d spin, the image acquisition appeared to stop. The site staff held his finger down on the switch for a bit longer and when he released he was met with an early termination error message. They said the images loaded on the mobile view station (mvs) and were dark and incomplete looking. They noted that the green progress bar on the pendant was about halfway completed when it suddenly stopped acquiring. They took a second hd spin that worked successfully with no issues. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. The issue could not be duplicated upon site's following system checkout. System logs were pulled for further analysis. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, they attempted their first hd 3d spin, the image acquisition appeared to stop. The site staff held his finger down on the switch for a bit longer and when he released he was met with an early termination error message. They said the images loaded on the mobile view station (mvs) and were dark and incomplete looking. They noted that the green progress bar on the pendant was about halfway completed when it suddenly stopped acquiring. They took a second hd spin that worked successfully with no issues. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.